Manufacturer narrative:
Citation: lee, s., denton, a., ladino, l. D., waterhouse, k., vitali, a., & tellez-zenteno, j. F. (2019). Forced normalization after turning off vagus nerve stimulation in lennox¿gastaut syndrome. Epilepsy & behavior case reports, 11, 81-83. [(B)(4)].

Event description:
A full article, ¿forced normalization after turning off vagus nerve stimulation in lennox¿gastaut syndrome¿ was received by livanova and reviewed. Per the article, the initial efficacy was lost after six months of treatment. The family had requested vns stopped after the loss of the initial efficacy. The patient then had psychosis two weeks after vns was stopped. After this period, the seizures returned. This pattern continued (no seizures and psychosis, followed by a period with seizure activity and no behavior issues). It was noted that the ¿vns was switched off due to an expired battery¿ but there was no indication of when the device was programmed back on, or if the battery depleted while programmed off. The article hypothesized that vns had been aggravating seizures due to the periods of seizure freedom following device disablement. As psychosis was reported after the vns was disabled, it is unrelated to the device. No information has been received despite follow up attempts. No additional, relevant information has been received to date.